Event description:
A home pt's spouse contacted baxter's technical service center for assistance regarding a "reload set 163" alarm received during the prime cycle in anticipation of the home pt's automated peritoneal dialysis therapy. Per initial report, it was identified during troubleshooting that the home pt had connected their transfer set to the pt line of the homechoice set during prime. Baxter's technical serivce center assisted the home pt;s spouse in ending therapy early. No pt injury or medical intervention was indicated associated with this incident, per the home pt's primary care nurse.